Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year, four months and twenty-five days after the implant of this transcatheter bioprosthetic valve, computed tomography (CT) showed severe paravalvular leak (pvl). Transesophageal echocardiogram (tee) showed an implant depth of 7-12 millimeter (mm) below the annular plane. Subsequently, one year, five months and twenty days after implant, a second (non-medtronic) valve was successfully implanted valve-in-valve, which resolved the pvl. No additional adverse patient effects were reported.